Manufacturer narrative:
D10: (B)(6) 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm. 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 200-02-38 - three peg patella 38mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00064. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation approximately months after a right knee replacement surgery. The patient underwent a revision surgery to address prosthesis wear and pain. Femur and patella components were indicated to be loose. No surgical or medical interventions were recorded. Additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, g the revision reported was likely the result of insert prosthesis wear or femoral loosening. Possible causes for polyethylene wear include the alleged femoral loosening, high stress loading of the tibial insert during knee flexion, inclusion of the polyethylene in the packaging recall, patient related conditions or any combination of these possibilities. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant and/or cement-bone interface; however, this cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.